Event description:
The complainant reported that there was an issue where the purge disc was not detected while changing the purge cassette prior to the case. The complainant planned on getting another automated impella controller to resolve the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint. Console was tested in danvers but the issue was not reproduced. The pattern of optical bench data - intermittently oscillating contrast - is consistent with temporary loss of light, caused by failure of either optical bench or its lamp assembly. The root cause of the console issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information from the initial manufacturer device report number 1220648-2025-27054.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. There was no purge disk/flag issue found during the case. The device functioned/operated to specification. D6a and d6b should have been left blank on the initial manufacturer device report number 1220648-2025-27054.